Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out procedure, it was noted that the atrial lead was not being used due to poor sensing. Atrial lead replacement was considered during the change-out but could not, as the patient had an occlusion preventing placement of a new atrial lead. Device remains as previously programmed, and patient will be followed up normally.